Manufacturer narrative:
Concomitant products: dtma1d1 crt-d implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that there have been issues with the left ventricular (lv) lead moving and the lead was too close to the phrenic nerve. The patient noted that ¿one time it was really violent, and they had to go in and fix it, and other times it¿s not as much.¿ the lv lead remains in use. No further patient complications have been reported as a result of this event.